Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Patient reported a unknown side rupture. Later, patient reported a seroma and concerns with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b5, d4, d6b, h4, h6, h11. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side rupture, nodule, cystic nodule (not device related), ¿ganglionary structures on both axillas, with discrete thickening, ¿pre-operative diagnosis - contractured protheses- unknown baker grade¿, and risks associated with textured breast implants. Device has been explanted and replaced.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d3; d6a.